Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Evaluation summary: (B)(4) preliminary analysis showed the battery was at rrt with a telemetered value of 2.59 volts. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4) analysis unknown/not analyzed, legal - no analysis performed.

Event description:
Attorney alleges as a result of the lead, the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic and consequential damages." The lead and device were later explanted and returned to the manufacturer. The device tested out of specification. Review of manufacturer's database revealed the patient died (B)(6)2010 and that the sprint fidelis lead was not implanted in the patient at the time of death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.